Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to rime during prime test due to faulty force sensor resistor. The motor passed motor test. No motor noise noted during our testing. Also, intermittent button response due to moisture damaged on the keypad traces. No button error alarm or number ramping up noted during our testing. The insulin pump has normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window and broken belt clip slot at the battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received button error alarms and numbers kept skipping on her insulin pump screen and she stated that the buttons were unresponsive. The customer's blood glucose was 273 mg/dl at the time of incident. The customer mentioned that she received a weak battery alarm. The customer also reported that she experienced high and low blood glucose. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.